Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to the event, the customer was eating to treat her blood glucose levels, but they wouldn't go higher than 62 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The father felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.